Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's snake wrist cable was broken at the distal end of the instrument. The instrument was not able to be tested due to broken wrist cables. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken snake wrist cable found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy surgical procedure, the endowrist one vessel sealer instrument got stuck and wouldn't turn. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.